Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that diaphragmatic stimulation occurred. The device was reprogrammed. In the adverse events report on (B)(6) 2012, the diaphragmatic stimulation continued to occur. The patient requested to have the lead turned off. The lead was turned off on (B)(6) 2012.